Event description:
It was reported that during a da vinci low anterior resection procedure, the customer noted that the vessel sealing instrument would not cut. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was returned with heavy biodebris in the garage track. No blade exposed was observed. Garage track was wiped down to be free of debris. The grips were offset of approximately .049 in the clockwise direction and .028 in the counter clockwise direction. The width of both blades tracks is approximately .024. An additional observation not reported by the site was that the snake wrist was dislodged. The instrument was placed on an in house system and it passed recognition. However, the instrument did not engage because of the dislodged snake wrist. The instrument was difficult to advance through the cannula. No pieces or material was missing. Functional cut test was unable to be performed. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.